Event description:
Medwatch (B)(4) received stating, "the linting from the blue towels is possibly leading to increased risk of surgical site infections. The contact person at the company said the process and/or blue towels are the same."

Manufacturer narrative:
From (B)(6) 2019 to (B)(6) 2021 there have been 2 complaints reported for a sales/complaint ratio of (B)(4) for this part number. Review of production records of the same reported lot showed no discrepancies. A supplier corrective action request has been issued to the supplier in regards to the reported issue. The investigation is ongoing at this time, a follow up report will be submitted once additional information is received.

Manufacturer narrative:
No additional information was received from the hospital regarding the reported event. A supplier corrective action request was issued to supplier in response to this complaint, however without the return of the unit for evaluation no root cause could be determined. Retained samples were verified and no duplication of the linting issue could be confirmed. The de-linting suction equipment was properly calibrated and maintained. Additional de-linting sop training has been provided to the technicians including qa monitoring of linting issues during all steps of the manufacturing process. Trending of any linting issues will continue to be monitored. No further information is available at this time. A follow up report will be submitted if additional information is received.